Event description:
It was reported that the patient had a fall in the morning on (B)(6) 2022. The patient was admitted with fluid overload and worsening kidney function. The patient underwent diuresis and was discharged home. A review of the log files by technical services found no notable alarms or events.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event could not be conclusively determined through this evaluation. Evaluation of the submitted log files revealed that no atypical events were captured. The pump appeared to function as intended at the set speeds the patient remains ongoing on the hm3 lvas, (B)(6). No product is available for investigation. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of the IFU, ¿introduction,¿ lists renal dysfunction as an adverse event that may be associated with the use of the heartmate 3 lvas. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.